Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) was found to be in back-up mode. The ICD was successfully reprogrammed and restored. The patient was in stable condition.

Manufacturer narrative:
A4- patient weight is an estimate.